Event description:
Reporter alleged the blood glucose device generated a result outside the reading range of the meter. Customer stated the meter read 9 mg/dl, however, he had no signs of high or low glucose at the time and when looking in the meter, memory was unable to find the reading. Customer reported obtaining another result of 7 mg/dl and when looking in the meter, memory was able to find this reading. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.